Manufacturer narrative:
The complaint device is still implanted in the pt, therefore it is unavailable for evaluation. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this part. However, the reported complaint rate for a reaction to an implant from this device family is approx 1 in 100,000, based on 2006 data. Follow up with the pt's surgeon revealed that, at this time, he does not know what is the precipitator of the pt's reported pain. The surgeon stated that he could not be certain that the pt was having a reaction to the device. He has recommended to her that he rescope and rinse her shoulder, and has also received the same opinion from another orthopedic surgeon. At this time, he hopes that removal of the anchor is not necessary. This report is being filed to document this event. No further action is warranted at this time. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The pt is reporting that she had a shoulder repair in 2006. About 5-6 weeks after her procedure, she experienced pain and redness at the incision site. The pt reports that she did return to the surgeon, who gave her augmentin. She has also taken ibuprofen for muscle pain. She reports that she has had an MRI and infection has been ruled out by her surgeon and believes it to be an inflammatory reaction to the anchor material. Her doctor has informed her that she may need a re-operation if her symptoms do not improve.